Event description:
Pt hospitalized for hyperglycemia. Pt knew the blood sugar was high, but did not check it, so pt took add'l insulin with the pump and just 'let it go'. Pt was wearing suspect device at the time. Device not returned for analysis.